Manufacturer narrative:
Updated data: h6. D10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 2025-07-05, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in a native bicuspid aortic valve. A non-medtronic (lunderquist) guidewire was used. Depth on both the non-coronary cusp (ncc) and left coronary cusp (lcc) was approximately 4mm. After full release, the delivery catheter system (dcs) nose cone was centralized by withdrawing the guidewire. As soon as the dcs began to be retrieved, the valve dislodged, moving approximately 8-10mm aortic. Per the physician, the dislodgement was caused by insufficient radial force against the annulus in an aortic insufficiency (ai) case, as well as interaction with the dcs during retrieval. The dcs was withdrawn to the descending aorta, and the valve had fully dislodged into the ascending aorta, above the sinotubular junction (stj). After the dislodgement, the physician noted that the mode of native valve failure was due predominantly to severe ai, with moderate aortic stenosis (as). The valve was snared into the ascending aorta. A second valve was then successfully implanted in the aortic position, holding the inflow of the first valve in place by the outflow of the second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: d -evolutfx-2329. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the right femoral artery was used as the access site. A pre-implant balloon aortic valvuloplasty (bav) was not performed, and a non-medtronic (lunderquist) guidewire was used during the procedure. Cuspal overlap technique was used, and the training guidance for deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was due to insufficient radial forces of the valve due to aortic insufficiency and low calcium on the native aortic valve. The patient had a low calcium score and the predominant mode of native valve failure was severe aortic insufficiency with moderate stenosis that contributed to the dislodge. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.